Event description:
A consumer reported having had bathroom retention issues since the implantable neurostimulator (ins) was turned on. She stated she took medications that causes issues, which she is still on, and started the medication before the implant. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.